Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue was duplicated. The p5 connector to the motor relay board that controls the stator sense was reseated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a stator power up error message. No pt injury was reported.